Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon, with the balloon loosely folded. Magnified inspection identified a pinholes in the balloon wall 7mm and 9mm from the tip of the device. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06468. It was reported that balloon rupture occurred. The target lesion was located in a vessel in the lower leg. After crossing a 300cm v-14¿ guide wire, a 2.0mm x 100mm x 150cm coyote¿ balloon catheter was advanced to dilate the target lesion. However, upon first inflation at rated burst pressure, the balloon ruptured. Additionally, the physician also noted that the distal tip coating of the guide wire came off. Both devices were completely removed from the patient's body and the procedure was completed with another of the same devices. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at the time of event: mid 40's. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06468. It was reported that balloon rupture occurred. The target lesion was located in a vessel in the lower leg. After crossing a 300cm v-14 guide wire, a 2.0mm x 100mm x 150cm coyote balloon catheter was advanced to dilate the target lesion. However, upon first inflation at rated burst pressure, the balloon ruptured. Additionally, the physician also noted that the distal tip coating of the guide wire came off. Both devices were completely removed from the patient's body and the procedure was completed with another of the same devices. No patient complications were reported and the patient's status was stable.